Manufacturer narrative:
The insulin pump passed pump self test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. Analysis found moisture damage on all electronic assemblies. The motor error alarmed during basic occlusion test due to moisture damage on force sensor resistor noted. Analysis found corroded motor assembly and vibrator motor assembly noted during testing. The insulin pump had intermittent button response on the esc button due to moisture damage on keypad traces noted during testing. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address and serial number label.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer reported that the act button was working intermittently. The customer's blood glucose was 185 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.